Event description:
S/p [status post] radiation/chemotherapy for lung cancer two yrs [years] ago. Esophageal stent [was] placed for esophageal stricture in 2004. [The pt was] admitted to an outside facility in 2004 with sob [shortness of breath], and was transferred in 2004 for further w/u [work up]. CT [computerized tomography] of the chest [was done] in 2004 after completion of the CT, sudden respiratory decompensation and the pt [patient] arrested. Bronochoscope showed a stent pressing against the posterior esophagus w/ [with] erosion into the trachea. Resuscitation [was] unsuccessful. CT final read esophageal fistula.